Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer family member reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was above 600mg/dl. Customer also stated they just changed set and got no delivery alarm. Customer declined to troubleshoot for high blood glucose value. Customer stated they just want to clear no delivery alarm and how to changed site. The insulin pump will not be returned for analysis.